Event description:
During a heart catherization to treat the lesion in the right coronary artery, the starter guidewire fryed. The phsician had felt resistance inserting the guidewire up to the aortic root and decided to remove the guidewire. The guidewire did not reach the target vessel and upon removal the pgysician noticed that the "j" tip protruded through the protective covering approx. 1.5 inches from the distal tip. The procedure was successfully completed suing another starter guidewire. No pt injuries or complications occurred during the procedure. It was rpeorted that the pt suffered a stroke that night, however from the hospital investigation, they do not believe the device is related to the stoke. In addition, the hospital is treating this event as a successful procedure.